Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an allergic reaction under the lifevest equipment. Patient described the area as a rash under the te pads. There was no alleged device malfunction contributing to the reaction. The patient¿s physician prescribed a steroid cream for the reaction. Follow up indicated that the reaction improved.